Manufacturer narrative:
Date of report received: 07 jun 2019. MFR received date: 14 may 2019. The customer confirmed the battery issue. The customer stated that the diagnostic reported logged a battery-failed message. The customer replaced the battery and reported that corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The caller reported that the unit logs a battery failed message. There was no patient or user harm was reported. Event date not specified: estimate used.